Manufacturer narrative:
The suspect device was not returned for investigation. Vyaire medical verify the issue and fixed after a restart. Unit is running an old software and it was the customers choice to keep the old software. Results of investigation: vyaire medical determined root cause as due to unit touch screen - g6 freeze fixed with improved sw configuration. It is a known issue with partially driven lines most likely caused by a manufacturing quality / soldering issue (head-in-pillow effect). Improvements already implemented since software v6.0.1600.0. Issue resolved after a unit restart.

Event description:
The customer reported bellavista1000e display screen freeze while on a patient. The patient settings was change from airway pressure release ventilation (aprv) to bilevel or two-level positive airway pressure (bipap) mode. Furthermore, there was no patient harm associated with this event.